Event description:
Hcp reported the patient had the catheter explanted due to the catheter located "out of spine". The device was explanted but not returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.